Event description:
Guidant received information that this implantable device was explanted secondary to a patient infection. It was also reported that this transvenous defibrillation lead was fractured. A laser extraction was performed without success. The patient was scheduled for a surgical extraction and device replacement procedure.